Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement the foley catheter had sterile water leak. After inserting the catheter into the patient and infusing sterile water, sterile water leaked out from the vicinity of the inflation funnel, the y shaped section. There were two pinholes. Nothing came into contact with the product.